Event description:
Primary stability not achieved, no thread tap used, complication in site preparation (incorrect drilling protocol), pain, mobility. Due to incorrect drilling protocol primary stability was not achieved. Same patient as (B)(6).